Manufacturer narrative:
The account would not allow the technician to repair the device. As of this report, hill-rom does not have any information regarding the status of this issue in this device. Hill-rom is unable to state if the issue with this device has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleged that the bed exit did not alarm after a patient fell out of the device. The patient was not injured.